Manufacturer narrative:
(B)(4).

Event description:
During the procedure the patient had three endeavor resolute des and one endeavor sprint des implanted in the lm. Approximately 9 months post index procedure, the patient suffered from a myocardial infarction. The patient underwent balloon only revascularization of the lcx 2 days later.